Event description:
Patient states she is having trouble with the newest pump sent, sn: (B)(4) (04/25/2017). Pt states the pump buttons are hard to press and it makes programming and priming really difficult. Patient states there have been no med interruptions, no errors, and no issues, but requests a replacement that would be easier to use. Pump in question is being replaced. This pump issue did happen while patient was infusing medication, but no adverse effects reported and patient denied a problem or delay in medication infusion related to the pump problem. The pump will be returned to the pharmacy. Dose or amount: 127nkm. Frequency: continuous. Route: intravenous. Dates of use: from (B)(6) 2008 to ongoing. Diagnosis or reason for use: pah.